Event description:
It was reported that the compact air drive device had reverse operation due to the trigger being locked. It was not reported if the event occurred during a surgical procedure. It was not reported if a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in january of 2025. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: e1: reporters phone number was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. During repair, an evaluation was performed and the reported condition that the equipment with reverse operation due to the trigger being locked was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was determined that the device had insufficient/low power, will not reverse - reverse locking mechanism blocked, component damage, cannot engage attachment ¿ coupling, and leak ¿ air. It was further determined that the device failed pretest for general condition, check attachment coupling with oscillating drill attachment, check reverse locking mechanism with oscillating saw attachment, check forward and reverse mode function, check power with power test bench, and check for air leak. The assignable root cause of these conditions was determined to be traced to component failure due to wear.